Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Device evaluated by manufacturer? No. Lens implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm13.2 implantable collamer lens, -2.5/+2.5/x011 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens had a low vault and refractive surprise. The surgeon is planning to explant and exchange for a longer lens. The lens remains implanted.